Manufacturer narrative:
No product has been received for evaluation at this time; therefore, the complaint could not be confirmed. Should product be received, a follow-up report will be submitted. As no product was received for evaluation, a definitive root cause cannot be determined for the alleged complaint. Causes for catheter breakage can include many factors; potential contributors include advancing/removing the catheter or stylet despite resistance, or improper catheter securement or maintenance techniques. This can also include flushing the catheter with excess force (e.g. Using a syringe smaller than 10 ml, flushing the catheter despite experiencing resistance, flushing the catheter using a 10 ml syringe with excess pressure, etc.) Which can weaken the catheter.

Event description:
PICC was placed in patient on (B)(6) 2016. Tpn/lipids/antibiotics infusing through PICC. No stat-lock utilized. PICC broke while indwelling in patient on (B)(6) 2016. PICC broke 1mm below the securement disc at an angle. PICC removed from patient. New PICC placed.

Manufacturer narrative:
The device was returned for evaluation. The catheter breakage was confirmed and the edge of the area of separation was reviewed and found uneven. Causes for catheter breakage can include many factors; potential contributors include advancing/removing the catheter or stylet despite resistance, or improper catheter securement or maintenance techniques. This can also include flushing the catheter with excess force (e.g. Using a syringe smaller than 10 ml, flushing the catheter despite experiencing resistance, flushing the catheter using a 10 ml syringe with excess pressure, etc.) Which can weaken the catheter. First PICC catheters are 100% in-process inspected at various times during manufacture, including visual inspection as well as leak, flow, and burst testing. Tensile tests are also performed to ensure their integrity. Additionally, the instructions for use indicate several ways users can mitigate the occurrence of breakage.